Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the implant on tooth location 36 had been loaded with hybrid prosthesis over 6 implants. The patient started treatment with fosamax (alendronic acid) and came with abscess and bleeding. On x-ray it has been identified bone loss around the implant, the failure of the implant is associated with osteonecrosis. Bone loss and infection also reported. Zimvie received one 3i t3 non-platform switched tapered implant (bost485) for investigation. Visual evaluation of the as returned product identified signs of use (bone/blood tissue) around the external/internal threads but no apparent signs of malfunction. DHR review was completed for the subject lot number 2014091941. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2014091941 for similar events, and no other complaint was identified. Review completed utilizing keywords: 'medical: other, bone loss & infection.' The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 7/31/2022. Information identified: contraindications & adverse event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation were customer errors and patient factors. Refer to attached summary investigation for 'infection and bone loss'. Therefore, based on the available information, a device malfunction did not occur. The reported event (osteonecrosis) could not be verified since the exact details of event are unverifiable. Similar complaints for infection and / or bone loss related problems have been previously investigated. Refer to attached summary investigation. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant on tooth location 36 had been loaded with hybrid prosthesis over 6 implants. The patient started treatment with fosamax (alendronic acid) and came with abcess and bleeding. On x-ray it has been identified bone loss around the implant , the failure of the implant is associated with osteonecrosis. Bone loss and infection also reported. Pain and edema as a consequence of the event.